Event description:
The manufacturer received information from a third party service center alleging a ventilator was alarming and the front keypad was not responding. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel board will be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board will be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported the front panel board was replaced to address an issue with the front panel not responding. During the evaluation of the device at the manufacturer's service center, the front panel issue was still occurring. The device's system board was replaced to address the issue. The original front panel did not cause the issue as previously reported.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board of the device. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to ferrite en7 having a crack causing an open condition.